Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient and healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their wound wouldn't heal so the system was explanted. The issue was resolved at the time of this report. Three days later, the rep connected with the patient's hcp. Hcp reported the patient became obsessive-compulsive about the incision because they were a wound care nurse previously. The patient removed the bandages the day after their full implant surgery and began pressing on the incision/device to remove the drainage. When the hcp saw the patient, the hcp told them the incision was healing well, but the patient needed to leave it alone. The patient continued to press on the incision which lead to the battery leaving the surgical pocket and becoming exposed through the incision. At that point, the hcp removed the entire system. There was no sign of infection or pus. No further patient complications have been reported as a result of this event.